Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. The actual device used in the case was returned and evaluated. Visual examination of the returned occlusion balloon wire balloon material revealed that the material was folded over upon itself in a distal direction. The coils are stretched and the balloon material is detached from the proximal seal band. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is not confirmed for deflated; the balloon material is too damaged for testing. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The device was prepped with no issues noticed. The physician inserted the occlusion balloon wire into the patient. The physician advanced the occlusion balloon and placed it distal of the lesion and inflated the occlusion balloon. During the procedure, the physician noticed the protection balloon was deflated unexpectedly. The device was removed from the patient and a balloon rupture was visually confirmed. The physician inserted a second device to complete the case. The patient is reported to be fine. The device will be returned for evaluation.